Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer advised there is a black line down the middle of the screen. No adverse event was reported. The alleged product was requested to be returned for evaluation.